Event description:
Customer reported an interlock error message. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the fast stop circuit connection. System operates as intended.